Event description:
On (B)(6) 2013, this vns patient underwent a full revision. The explanted lead and generator were returned on (B)(6) 2013 and are pending analysis.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen regarding this patient¿s device. Follow-up showed that the high impedance was first noted in (B)(6) 2013 at which time the device was disabled. The patient was inconsistent with follow-up. At the last visit, many months prior, diagnostics were within normal limits. Clinic notes dated (B)(6) 2013 were provided. The patient was seen after a long hiatus, and the mother reported that the patient was having more seizures. The patient was seen by a different facility two months prior and was taken off of vimpat. Monitoring of the vns device showed likely dislodgement of the leads. It was recommended that the device was disabled, and appropriate adjustments were made. Clinic notes dated (B)(6) 2013 indicated that patient was having more frequent seizures; however, the physician noted that there was a very unconvincing description of the individual instances: the patient had a right hand tremor, and the mother pointed to it indicating a seizure. It was noted that the patient was treated with a powerful combination of anticonvulsants, including a very high dose of banzel. However, dosing and choice of anticonvulsants remained constricted by the interventions of the patient¿s mother who believed that the medications were causing behavioral issues and overlooked the prominent mental retardation. There was no specific injury or manipulation, but this was possible given the patient¿s mrdd and occasional aggression issues. X-rays had not been taken. Surgery is likely but has not taken place.

Event description:
An evaluation of data obtained from the generators memory revealed that a >25% change in system impedance was estimated to have occurred on (B)(6) 2012 (3235 ohms to 12832 ohms) signifying the start of the high impedance event. A high impedance warning message was first received during a follow up visit on (B)(6) 2012 during an interrogation of the patient¿s generator.

Manufacturer narrative:
Date of event, corrected data: the initial report indicated the event occured in (B)(6) 2013 however, a review of the generator data suggests that the high impedance was first detected on (B)(6) 2012. The information has been corrected in this report.

Manufacturer narrative:
(B)(4).

Event description:
An analysis was performed on the returned lead portions. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed on the outer silicone tubing. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing calcium, sodium, magnesium, potassium, zirconium, silicone, phosphorus and sulphur. Refer to attached eds sheet for additional information. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. The pulse generator was explanted/returned due to "prophylactic replacement". In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.963 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 11.067% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.